Manufacturer narrative:
Findings: pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with normal operating currents. Pump was monitored and no unexpected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 250 mg/dl. The customer stated that the device was splash with lake water the customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer explained the battery out limit, that he took the battery out because of the button error.